Manufacturer narrative:
(B)(4) - no code available because it is unknown why the lead was capped.

Event description:
It was reported that the right ventricular lead was capped on (B)(6) 2017 for unknown reasons. Further information could not be obtained.